Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, embolization in the territory of the supratrochlear artery (pt: embolism arterial) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a spanish physician and concerns a female patient. She was injected with radiesse® into nose (intentional device misuse), for rhinomodeling, on (B)(6) 2021. In (B)(6) 2021, after the treatment with radiesse®, the patient experienced an embolization in the territory of the supratrochlear artery. As reported, the situation was a matter of urgency, as the possibility of reversing the damage caused to the skin was directly proportional to the speed with which the appropriate treatment was given. The outcome of the event was unknown.

Manufacturer narrative:
The device history record for radiesse lot number a00000660 was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted that would have contributed to this event.

Event description:
Follow up information was received on 16-jul-2021: the batch number was reported as a00000660 (expiry date: 12/2022). A lot search in the global safety database was conducted. The batch record review was received, and it was confirmed that the lot number a00000660 corresponded to radiesse®. The physician confirmed that the patient was injected using a needle instead of a cannula.it was ambiguously reported that the product contained lidocaine. The patient received aesthetic injections for rhino-modeling several times in the past. The patient had no known medical history or allergies and she was not taking any concomitant medications at the moment of the reaction. On (B)(6) 2021, two days after the treatment with radiesse®, the patient experienced the embolization in the territory of the supratrochlear artery. Corrective treatment included salicylic acid, amoxicillin, clexane, urbason and nitroglycerin ointment. The patient fully recovered. The outcome of the event was reported as resolved and changed from unknown to resolved, in 2021.